Event description:
User facility medsun report received reporting leakage incidents with use of z2993 60" smallbore ext set with microclave. The report describes a (B)(6) incident as follows "during insertion of a 10ml syringe the nurse noted leaking where the base of the blue clave meets with the clear acrylic tubing junction attached to the 60" smallbore extension set. Liquid could be seen leaking from around the parameter of this clave tubing interface." The medsun report also states "a similar failure occurred on the same type of extension set on (B)(6) 2013. The same leaking pattern was observed in the first event as well." There were no reported adverse pt consequences. Device return: two (2) used z2993 60" smallbore ext set; bd 3ml syringe were returned/mated to one of the z2993 connector.

Manufacturer narrative:
Mfrs investigation: visual inspection and analysis of the returned device sets recorded various component damages; and a recessed silicone "stick-down" on the set received attached to syringe. During decontamination flushing, leakage was evident at the sets microclave connectors between the luer and the body. Dimensional evals of the returned bd 3ml luer lock syringe recorded the mating male luer met applicable iso specs and was compatible with the z2993 sets connectors. Engineering evals were performed. The two returned used z2993 devices were disassembled and components examined. The results of the examination recorded various damages (slit propagation, plug tears) to both sets microclave connectors. The engineering report determined this type of component damage is typical of access/use of incompatible mating devices. For optimal performance the z2993 sets microclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". Findings: visual analysis of the as-received z2993 device sets component damages verified the reported leakage issues. The engineering evals identified the root cause of the component damages was attributable to usage conditions where the device sets were used with incompatible mating device(s). The z2993 device sets directions for use (dfu) identifies the microclave connector is compatible with iso male luers having an internal diameter (ID) between 0.062" and 0.110". Add'l labeled cautions state "do not use needles or caps and to access the microclave straight on. (Without angled or sliding entry). These complaint report findings were provided to the reporting hospital/facility staff and product reps for their awareness and understanding.